Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment of upper and lower case being broken. Analysis also found that the heart lead flex was contaminated. It was also noted that two side bail covers and the ring cover were broken, three control knobs were missing, and two side bails and the ring were bent.

Event description:
It was reported that the device case was broken. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.